Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong sharp pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("sensation of uterine perforation"), uterine inflammation ("uterine inflammation"), headache ("intense headache"), back pain ("lumbar pain"), dyspareunia ("pain during and after sexual intercourse"), pain in extremity ("pain in legs"), arthralgia ("joint pain"), pain ("sharp pain/ general body pain"), menorrhagia ("menstrual flow increased with clots (15 consecutive days of menstruation)"), coital bleeding ("bleeding during and after sexual intercourse"), breast pain ("mastalgia"), breast enlargement ("breast distention"), breast oedema ("breast oedema"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("loss of libido"), mood altered ("mood alteration"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), vaginal discharge ("odour vaginal discharge") and urinary tract infection ("recurrent urinary infection"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, uterine pain, uterine inflammation, headache, back pain, dyspareunia, pain in extremity, arthralgia, pain, menorrhagia, coital bleeding, breast pain, breast enlargement, breast oedema, peripheral swelling, hypoaesthesia, tremor, fatigue, loss of libido, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered adenomyosis, alopecia, arthralgia, back pain, breast enlargement, breast oedema, breast pain, coital bleeding, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: also reported: essure insertion date and essure removal date as 2014 and (B)(6) 2019, respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong sharp pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("sensation of uterine perforation"), uterine inflammation ("uterine inflammation"), headache ("intense headache"), back pain ("lumbar pain"), dyspareunia ("pain during and after sexual intercourse"), pain in extremity ("pain in legs"), arthralgia ("joint pain"), pain ("sharp pain/ general body pain"), menorrhagia ("menstrual flow increased with clots (15 consecutive days of menstruation)"), coital bleeding ("bleeding during and after sexual intercourse"), breast pain ("mastalgia"), breast enlargement ("breast distention"), breast oedema ("breast oedema"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), fatigue ("fatigue"), loss of libido ("loss of libido"), mood altered ("mood alteration"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), vaginal discharge ("odour vaginal discharge") and urinary tract infection ("recurrent urinary infection"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, uterine pain, uterine inflammation, headache, back pain, dyspareunia, pain in extremity, arthralgia, pain, menorrhagia, coital bleeding, breast pain, breast enlargement, breast oedema, peripheral swelling, hypoaesthesia, tremor, fatigue, loss of libido, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered adenomyosis, alopecia, arthralgia, back pain, breast enlargement, breast oedema, breast pain, coital bleeding, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, urinary tract infection, uterine inflammation, uterine pain and vaginal discharge to be related to essure. The reporter commented: also reported: essure insertion date and essure removal date as 2014 and (B)(6) 2019, respectively. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.